Event description:
The dealer states that the battery gauge will go from full to empty and back to full regardless of how charged the battery is.

Event description:
The dealer states that the battery gauge will go from full to empty and back to full regardless of how charged the battery is.

Manufacturer narrative:
Product has been returned and evaluated, results - joystick controller was tested fully functional. Could not duplicate complaint.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.